Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2013. The patient alleges to have been injured without further explanation.

Event description:
Patient allegedly received an implant on (B)(6) 2013 via the left common femoral vein due to bilateral pulmonary embolism (pe) and lower extremity deep vein thrombosis (dvt). Patient is alleging device tilt, vena cava perforation, strut impinging the aortic wall and one strut protruding posteriorly beyond the ivc into the paraspinal region. Patient notes and further alleges one unsuccessful retrieval attempt (B)(6) 2017 and one successful retrieval (B)(6) 2017, chest discomfort and difficulty breathing. Patient additionally alleges "grade 3 perforation x 1 (greater than 3mm); grade 2 perforation x 1 (greater than 3mm); grade 1 perforation x 1; significant tilt of ivc filter; one strut impinging the aortic wall; one strut protruding posteriorly beyond the ivc into the paraspinal region". Per the (B)(6) 2013 ivc filter placement: "patent left external iliac, common iliac veins. Patent ivc. Patent renal veins. Uneventful insertion of infrarenal ivc filter". Per the (B)(6) 2017 attempted ivc filter removal: "impression: patent ivc. Infrarenal cook celect ivc filter with slight filter tilt. Apical hook free of thrombus. The left lateral filter leg appears to have penetrated the ivc and now the tip/hook of the filter leg is embedded at the level of the right lateral infrarenal abdominal aortic wall with probable wall thickening". Per the (B)(6) 2017 ivc filter retrieval: "filter integrity: intact, however a significant tilt with the apex of the filter to the right was noted. Intra-filter thrombus: not present. Leg penetration: present. Hook position: not embedded. Filter retrieval: at this point, a snare was advanced through the sheath and opened in the suprarenal ivc. This snare was then used to capture the hook at the apex of the filter. Once the hook was ensnared, cannot attention was applied to straighten out the ivc filter and then the sheath was advanced over the snare and subsequently over the filter until the filter was freed from the wall of the ivc and captured within the sheath".

Manufacturer narrative:
This event has been reported by the manufacturer under MDR# 3002808486-2019-01153.